Event description:
The patient reported that the reactiv8 system did not work and began using a pemf (pulsed electromagnetic fields) device on her back daily, stating she "fried" the ipg (implantable pulse generator) using pemf. There was no report of patient harm or injury. Reportedly, the patient works with horses that use pemf. The patient was advised about pemf use for herself, but ignored all medical advice. The device was explanted without complications. The user log was reviewed, confirming that the device was working properly while the patient was using it. It is also confirmed that the patient had not used it since (B)(6) 2024. It is unknown when the patient started using pemf, and there was no evidence of any events during that time. The ipg was received and tested. It was confirmed that the device is not functional-no communication.

Manufacturer narrative:
(B)(4). Other device explanted. Mode: 8145 description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #: (B)(4). Ipg manufacture date was based on the use-by-date. The lead assemblies were evaluated. There was no allegation against the functionality of the leads. Both leads were received cut into two segments. The leads were cut during the explant. No other damages or anomalies were observed throughout both leads. Functional testing could not be performed due to both leads being received cut into two segments.

Manufacturer narrative:
Mml # (B)(4). Other device explanted. Mode: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #: (B)(4).

Event description:
The patient reported that the reactiv8 system did not work and began using a pemf (pulsed electromagnetic fields) device on her back daily, stating she "fried" the ipg (implantable pulse generator) using pemf. There was no report of patient harm or injury. Reportedly, the patient works with horses that use pemf. The patient was advised about pemf use for herself but ignored all medical advice. The device was explanted without complications. The user log was reviewed, confirming that the device was working properly while the patient was using it. It is also confirmed that the patient had not used it since (B)(6) 2024. It is unknown when the patient started using pemf, and there was no evidence of any events during that time. The ipg was received and tested. It was confirmed that the device is not functional-no communication.